Event description:
It was reported that a large volume infusor did not flow during infusion. The reporter stated that the device had been attached to the patient for two days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured january 15, 2014 ¿ january 16, 2014. The device was received for evaluation with a needle attached to the device¿s distal luer. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed by filling the device with water. After fill, evidence of continuous flow was observed from the device. Flow continued without stopping until the bladder was empty. Flow was also observed when the needed was attached to the distal luer. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.